Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade iii. Additional, changed, and/or corrected data: a2, a4, a6, b3, b5, b6, d1, d2a, d2b, d4, d6a, g2, g4, h4, h6, h11.

Event description:
Healthcare professional later reported right side capsular contracture baker grade iii and "slight folds in its contours." Device remains implanted.

Event description:
Patient reported right side capsular contracture baker grade iii and slight folds in the contours.. Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 5/23/2024.

Event description:
Patient reported right side capsular contracture baker grade unknown. The device has been explanted.

Manufacturer narrative:
Clarification: d1, d2a, d2b, d4: device type and fill has not been provided. Default to saline at this time. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported, right side capsular contracture, baker grade unknown. Device remains implanted.